Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Insulin pump received with cracked case at the display window corners, cracked lcd window, broken belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.